Event description:
The account alleges that the bed exit will alarm locally, but will not alarm at the nurse's station. On (B) (6) 2007 - tsr (B) (6) reported that this bed would not place a nurse call when the ppm alarmed. (B) (6) reported that there were no injuries. Due to no injury being reported. I am not paging a field investigation. Pre notification will be sent on end of week report on (B) (6) 2007. Tsr (B) (6) replaced the junction box (part number 62867rtg) and the ppm functioned properly. (B) (6) had scrapped the junction box that he removed from this bed.

Manufacturer narrative:
The tech replaced the junction box, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.